Event description:
It was reported that an ilet system exhibited an unresponsive sleep/wake button, as the user attempted single and prolonged presses without response, and standard troubleshooting including restart and firmware update did not restore function; the device otherwise delivered therapy and glucose management remained functional. Symptoms included no adverse physiological effects. Outcomes included no impact to health and no alarms. Investigation included remote technical review, verification of shipping details for exchange, and user education on data sync and shutdown. Investigation of this case revealed a hardware failure localized to the sleep/wake button interface while core pump functions and cgm communication remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the button/sensor assembly consistent with normal hardware failure.